Event description:
A malfunction alarm was reported, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.